Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem). Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf code a140101 captures the reportable event of balloon failure to deflate. Block h10: investigation results: the returned cre pro gi wireguided dilatation balloon was analyzed, and a visual examination found that the balloon and catheter of the device had no damages. Functional analysis was performed, the device was connected to an alliance inflation system and the balloon was inflated and deflated without a problem. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon failure to deflate was not confirmed. The device was returned without any visible problems and after a functional inspection, the device was able to be inflated and deflated without any problem. Therefore, the most probable root cause is no problem detected.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophagus during an endoscopic gastrointestinal dilatation procedure performed on an unknown date. During the procedure, the balloon could not be deflated. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event. Additional information received on july 13, 2023 the balloon was unable to be deflated completely before removing from the patient. However, the customer was able to remove the device with the endoscope.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophagus during an endoscopic gastrointestinal dilatation procedure performed on an unknown date. During the procedure, the balloon could not be deflated. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf code a140101 captures the reportable event of balloon failure to deflate.